Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset device without recurrence of malfunction alarm, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.